Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the severely tortuous and severely calcified distal right coronary artery. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, at second inflation, it was noted that the balloon ruptured at 12atm. The device was simply pulled out from the patient's body and the procedure was complete with a different device. There were no complications reported and the patient's condition was good post procedure.